Manufacturer narrative:
Results: investigation of the returned product did not confirm the reported issue; the alarm sounds as it should when tested with a sensor. However, the nurse call led did not turn on when weight was removed from the sensor pad due to a faulty nurse call receptacle. There were no physical damages to the unit. (B)(4).

Event description:
Customer reported the alarm has power but does not sound when weight is removed from the sensor. Batteries have been replaced with a new supply and no visible damage to the unit was reported. Customer did not provide the date when the issue was discovered. No patient incident or injury was reported.